Event description:
While implanting left tibial implant, the tip of the inserter (approximately 0.5mm x 1.5cm) broke. The tip was attached to the implant and remains in left ankle. The surgeon decided to leave it in place.======================manufacturer response for inserter, (brand not provided) (per site reporter).======================the device was returned and an investigation was begun.